Event description:
Information was received indicating that this syringe infusion pump started smoking after a new battery pack was installed. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in excellent condition. The pump was visually inspected. The reported problem was found to be that the customer connected the battery connector into the interconnect board the wrong way (backwards), which caused the l2 capacitor on the interconnect board to burn and break in half. The failure mode was a result of the customer interfacing with the product in a manner inconsistent with the information for use (IFU). The root cause was user interface.